Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Event description:
A report involving a 1104b malfunctioned. The event was described as follows; "during the surgery the catheter worked perfectly." After the pt was transported to the emergency room the staff could not read intracranial pressure (icp). The pt died. "So there is no connection between the breakage of the catheter and the event of death." Additional info has been requested.